Manufacturer narrative:
H2, h3) correction: a medtronic representative went to the facility to test the navigation system. It was reported that the scu on the navigation system was replaced to restore functionality. The navigation system then passed a system checkout and was found to be fully functional. H3) analysis of the polaris spectra system control unit (scu) found the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of d11) pn: 9733856, sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient involved. The polaris camera (scu) was returned for analysis. Functional testing found that the returned scu powered up on the test bench with the amber fault light on. A check of the event log showed a long history of intermittent internal strober error dating back to (B)(6) 2018. This scu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the following parts where found damaged while completing a planned maintenance (pm). 1. Footswitch 2. Breakout box and 3. Main cart storage drawer. No patient present at time of event. On 2019-dec-12 initial reporter new information received: lot number unavailable and cause of damage is unknown.